Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6 ) 2010, product type: catheter. (B)(4).

Event description:
Information received from the physician regarding a patient receiving dilaudid (4mg/ml at 1.6mg/day) and bupivacaine (8mg/ml at 3.2mg/day) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that there were multiple motor stalls and recoveries. The patient had not had a recent MRI. The physician reported motor stalls multiple times a day via the event logs and then 10-20 minutes after, the stall recovers. Per the event logs, (B)(6) 2015, was the first motor stall that occurred. The patient had been hearing a critical alarm. The patient experienced "pain sometimes" and the patient does not received boluses via the personal therapy manager (ptm). It was reported that the patient had been "hurting the last 10 years." The pain had been worse in the last week or two, with a gradual onset. The patient went into the emergency room last night ((B)(6) 2015). There were no troubleshooting or interventions reported. In addition, the patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the continuous and frequent motor stalls in the patient's first and second devices (refer to manufacturer report #'s 3004209178-2015-05304 and 3004209178-2015-11462 for the associated events) resulted in severe pain, significant under-dosing, medication withdrawal symptoms, and significant weakness and numbness in his right leg, which continued through present day. In addition to the removal and replacement surgeries with those events, the patient experienced multiple hospitalizations at unspecified times due to withdrawal symptoms. The hospitalizations were during the course of several years it was noted. It was noted that the patient prior to receiving an implantable infusion system had been diagnosed with post-laminectomy syndrome, degenerative joint disease of the lumbar spine, lumbar spondylosis without myelopathy, and chronic pain syndrome.